Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Complaint history was reviewed and there were no previous similar complaints against involved lot. The lhr was reviewed and the lot numbers in the complaint passed qc release. Technical support reviewed customer data and did not find any indications of cartridge mechanical issue. There were no error codes or warnings for the reported suspected false negative result. Root cause was undetermined.

Event description:
A customer reported a suspected false negative result on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use (cartridge lot 18724f). On (B)(6) 2022, the customer reported receiving a positive result using an ihealth rapid antigen covid-19 test, however the t line mark was barely visible. On the same day, (B)(6) 2022, the customer reported having symptoms, and having no known covid-19 exposure. The customer is vaccinated and confirmed cartridges were stored within specified temperatures. On (B)(6) 2022, the customer reported receiving a positive result from a covid-19 pcr test. On (B)(6) 2022, the customer received another covid-19 positive result with the ihealth rapid antigen test. On (B)(6) 2022, the customer received a positive result from cue covid-19 test for home and over the counter (otc) use.